Event description:
On 06/01/2022, a distributor reported a complaint to infutronix on behalf of an end user. "The IV set cassette accidentally popped off. The silver hooks were not getting deep enough into the notched-out area to lock them in place. Some extra plastic on the catch of the notched-out area was preventing the hooks from going in and connecting. The cassette sustained damage where the hooks connect and the extra plastic pieces preventing the hooks from connecting shows the cassette was improperly loaded onto the pump in the first place. " device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The event took place during an infusion. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
On 06/01/2022, the distributor confirmed with the end user that the affected device will not be returned for evaluation and therefore no root cause could be established.